Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported patient's concern with the product and right side rupture. Device has been explanted and replaced.

Manufacturer narrative:
Correction for g3: previous MDR was submitted within 30 days. The aware date of (B)(6)2022 is correct.

Event description:
Healthcare professional additionally reported biocell replacement via device tracking form.